Event description:
Additional information was received from a consumer. The patient was not getting a response from the hcp he thought would fill his pump. The doctor had him get xrays, pt, and then suggested taking the pump out. The patient was referred to another physician.

Event description:
Additional information was received from a manufacturing representative. The user had access to a programmer, and it was confirmed that an empty pump alarm was occurring. The patient had missed a refill. There were no reported symptoms. The patient was receiving intrathecal lioresal 500 mcg/ml at 150 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown concentrations and dosages via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump had been empty for more than a year and a half. The patient was getting the pump refilled when incarcerated and got out of jail a year and a half ago (B)(6) 2015. When the patient was released, he couldnt get another pump managing healthcare provider (hcp). The pump was turned off a month or two after the patient was released; the patient wasnt sure if a passcode was used. The patient was looking to find a hcp regarding the pump being refilled. There were no medical symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.